Manufacturer narrative:
This case was initially received via regulatory authority ansm, reference number: (B)(4) on 16-oct-2020. The most recent information was received on 23-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('one of the implants found in knickers') in a 50-year-old female patient who had essure inserted for tubal ligation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant). At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: current condition: as a result she still has one device, which is completely useless, and could have ended up being pregnant after thinking she had been sterilized; forced to go back to taking the pill again at the age of 50. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('one of the implants found in knickers') in a (B)(6) female patient who had essure inserted for tubal ligation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant). At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: current condition: as a result she still has one device, which is completely useless, and could have ended up being pregnant after thinking she had been sterilized; forced to go back to taking the pill again at the age of (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.